Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device would not pair. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: pairing failure. Physical damage - broken inserts on the housing. The device was however deemed non-repairable and is being placed into long term hold. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr vue wireless footswitch device would not pair. During in-house engineering evaluation, it was determined that the device had broken inserts on the housing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.